Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the device and found contamination consistent with keratin accumulation around the blower seal, dust contamination in blower and blower box. The device's downloaded event log was reviewed by the manufacturer and found no error. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed evidence of contamination around the blower seal and in blower and blower box of the device. Section d9, g3, h6 has been updated / corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.